Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The patient wanted the implants removed. The most probable root cause could not be determined. Part number, lot number, manufacturing date, expiration date, UDI number: ifuse implant, p/n 7050-90, lot# i0504, mfd. 03/21/13, expires 2018-03, (B)(4); ifuse implant, p/n 7030-90, lot# 8175003938010, mfd. 10/11/12, expires 2015-10, (B)(4); ifuse implant, p/n 7030-90, lot# 7628002578001, mfd. 07/06/11, expires 2014-07, (B)(4).

Event description:
In (B)(6) 2013, the patient had right side si joint arthrodesis where three implants were placed. The patient's si joint pain was better immediately following the procedure, but later returned. The patient did not want a revision surgery of the existing implant construct, rather she wanted them all removed. In (B)(6) 2016, the surgeon performed a revision surgery where he removed all of the implants using a removal guide with chisels. The status of the patient following the revision surgery is not yet known.